Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the usb cable was bent and unable to charge the pump. During troubleshooting with tandem technical support, the customer was instructed to try to charge the pump using a different usb cable. It was confirmed that the pump was able to be charged with a different usb cable. There was no impact to the customer's blood glucose level. A replacement usb cable was sent to the customer.